Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with high blood glucose levels of 813 mg/dl and (B)(6) 2014 with high blood glucose levels of 622 mg/dl the customer's blood glucose level at the time of the call was 600 mg/dl. The customer described weakness as a symptom of their high blood glucose levels and treated themself with fluids and an injection. Performed troubleshooting for high blood glucose levels and advised customer to change the entire set, reservoir and insulin and treat per healthcare provider's instruction. Customer also mentioned that the site was sore and irritated. Customer was hospitalized again on (B)(6) 2014 and stated that the cannula was bent. Customer's blood glucose level at the time was not provided. Nothing further reported.